Manufacturer narrative:
Updated fields: d1, d2a, d3, d4, d8, d9, g6, h1, h2, h3, h6, h11. The bactiseal ventricular catheter (823073) was returned for evaluation. Failure analysis - the catheter was irrigated, no leak and no occlusion noted. Root cause analysis -no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris occluding the catheter or a kink in the catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a ventricular catheter (ID 823041) was implanted via a ventriculoperitoneal (vp) shunt procedure on an unknown date and in an unknown clinical setting. The catheter was used in conjunction with a certas valve (ID 828807). Following the surgery, the patient's condition did not improve. As an initial corrective measure, only the valve was replaced. Subsequent contrast radiography showed a suspected obstruction near the proximal end of the ventricular catheter. Therefore, the catheter was removed on (B)(6) 2025. Based on the information provided it is unknown if the catheter was replaced.